Event description:
It was reported that the patient underwent a surgical procedure with this inflatable penile prosthesis (ipp) due to difficulty inflating the device. The ipp pump was explanted and replaced with a new ipp pump. There were no patient complications following the procedure.